Event description:
Dealer originally stated he needed a replacement upholstery for a veranda chair. Service parts are not available so we are replacing the whole chair. Dealer did not specify what was wrong with the upholstery.